Event description:
"In 2009, the port was placed on the pt''s arm for chemotherapy. The procedure was performed as prescribed. At about 3 days later, it was found that the leakage of medical fluid from the port. After removing the port, the catheter was confirmed to be disconnected from the port and flowed into the heart. A locking sleeve was kept attached to the port. The pt was taken to another hospital emergently, and the disconnected catheter was removed under ivr." After the additional procedure, the pt condition had no problem."

Manufacturer narrative:
Results: an inventory of the returned pieces included the port body, catheter (approx. 42cm) and the catheter lock w/ attached locking sleeve. All components were dimensionally characterized and found the be within manufacturing specification. A visual inspection of the port showed that the suture holes had not been used. Bruising inherent of a proper connection was not found on the returned portion of catheter. A lack of bruising on the catheter would suggest that the catheter was not properly advanced past the ring of the port outlet tube. It is suggested in the device IFU that the port be anchored using the suture holes on the port body. It is suggested the user review "catheter implantation" found in the suggested instructions for use (IFU). This section documents the suggested methods for attaching the catheter, using the catheter lock, to the port outlet tube. See scanned pages.